Event description:
The account alleged the head rest just dropped down.

Manufacturer narrative:
The technician inspected the head rest and found the head rest locks. He checked head elevation and found no problem. Tried placing weight on the head rest and head elevation and found no problem. He checked the cylinders and found no leaks. The technician could not duplicate the alleged malfunction.